Event description:
It was reported that a customer experienced no-flow while using a continu-flo solution set. This observation was made during patient use, though no patient injury or adverse event was in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. One unit was received for evaluation against the reported condition of no-flow. This device was visually and functionally tested per product specifications and no defects were noted. The set and each of the three y-sites was observed with flow during testing. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.